Event description:
It was reported that during an arthroscopy, the retrograde drill was unable to open or deploy the blade after drilling due to a broken connector between the blade and the activation grey knob. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10 (non reportable): the information received has been re-evaluated in accordance with MDR reporting criteria, and it has been determined that this case does not meet the threshold for mandatory reporting. The event is considered non-reportable based on the following rationale: although a connector was found to be broken, there is no risk of the cutting head detaching or falling out, as it remains securely attached to the anterior drilling head. Furthermore, the broken connector remains contained within the trunav retrograde shaft, eliminating the potential for migration or exposure to surrounding tissues. Given that the failure mode does not pose a risk of serious injury or pose a potential hazard to the patient, and no clinical or surgical impact was reported, the event is classified as a contained, non-hazardous malfunction and therefore not subject to mandatory vigilance reporting under current regulatory guidelines. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.